Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that during a stenting treatment procedure, a side branch occlusion occurred. The patient presented with stable angina as well as an abnormal stress test or imaging stress test indicating ischemia, and was referred for cardiac catheterization. The target lesion was located in the mid lad (left anterior descending) with 85% stenosis, a length of 16 mm and reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 x 20 mm ng promus stent. Following post-dilatation, residual stenosis was 0%. Angiographic core laboratory report indicated that the side branch stenosis of the baseline was 40% and post-procedure was 100%. No additional treatment were performed. The patient was discharged the next day on aspirin and clopidogrel.